Event description:
The customer reports that the physicist found mag 1 and mag 2 collimator sizes were too large. No patient injuries were reported.

Manufacturer narrative:
(B)(4). The ge service rep completed the beam alignment and calibrated all collimator field sizes to meet specifications and limits. The system operates as intended.